Manufacturer narrative:
The affected device will not be returned for investigation to the manufacturer. Should additional information / investigation results become available, a supplemental report will be submitted. Additional information was received and added in section b5. Additional concomitant medical products have beed added in section d10 will not be returned for investigation to the manufacturer. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additional information: detailed event description received from kse korea: "toward the end of the surgery, during preparation for coagulation, cutting loop 011160-01 was being replaced with 011169-01.the procedure involved disconnecting a working element that was assembled with 27050sl and 27050xa. During the disconnection process, the rotating part of the 27050xa (inner sheath) was found to be torn. As a result, the tip of the cutting loop was caught in the sheath and broke off, causing device damage. To examine the surgical site, the endoscope was reinserted, and fragments of the torn sheath and the broken tip of the cutting loop were found inside the bladder. During the removal of these fragments, an injury occurred, resulting in a bladder tear." It was furthermore stated that the patient was immediately transferred to eunpyung st. Mary's hospital and is reported to be in stable condition.

Manufacturer narrative:
Result of investigation: the products involved in the event were not returned for investigation. Therefore, a physical investigation was not possible. The investigation was conducted based on a photo provided by the customer showing the damaged product 27050xa inner sheath. It is visible on the photo that the inner sheath is broken at the rear section of the slats. The exact age of the sheath cannot be determined as the lot is not known. It is possible that over the period of use and reconditioning, the material properties may deteriorated accordingly. In addition, mechanical overload can lead to breakage of the slats. Based on the event description it is concluded that as a result of the broken sheath, the sling/electrode was damaged when the working element was pulled out. Since none of the products involved in the event were returned, an exact root cause could not be determined. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Information was received from the customer that the product will not be returned. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that according to the initial information, the instrument broke during surgery. No negative impact in state of health reported.